Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure coils embedded in left broad ligament and misosalpinx") and fallopian tube perforation ("essure coils embedded in left broad ligament and misosalpinx") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of painful periods, heavy periods, migraine, insomnia, respiratory distress, hives, endometriosis, parity 4 and multi gravida. Previously administered products included: oral contraceptive nos. The patient had a family history of prostate cancer (mother , grandmother), diabetes and hypertension (grandmother). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3063 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen submitted: essure coils, cervix, uterus, bilateral tubes diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and salpingectomy uterus. Endometrium: inactive endometrium with metaplastic changes; negative for endometritis, polyp, hyperplasia, or carcinoma myometrium: leiomyoma cervix: negative for dysplasia serosa: no pathologic diagnosis right fallopian tube: medical device, compatible with essure coil left fallopian tube: medical device, compatible with essure coil specimen submitted: essure coils, cervix, uterus, bilateral tubes diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and salpingectomy uterus endometrium: inactive endometrium with metaplastic changes; negative for endometritis, polyp, hyperplasia, or carcinoma myometrium: leiomyoma cervix: negative for dysplasia serosa: no pathologic diagnosis right fallopian tube: medical device, compatible with essure coil left fallopian tube: medical device, compatible with essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure coils embedded in left broad ligament and misosalpinx"), fallopian tube perforation ("essure coils embedded in left broad ligament and misosalpinx") and device breakage ("near the junction of either fallopian tube are multiple fragments of essure coils") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of painful periods, heavy periods, migraine, insomnia, respiratory distress, hives, endometriosis, parity 4 and multi gravida. Previously administered products included: oral contraceptive nos. The patient had a family history of prostate cancer (mother , grandmother), diabetes and hypertension (grandmother). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3063 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required) and device breakage (seriousness criterion medically important).essure was removed the (B)(6) 2021.the patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for embedded device and device breakage were unknown. The reporter considered device breakage, embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen submitted: essure coils, cervix, uterus, bilateral tubes diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and salpingectomy uterus endometrium: inactive endometrium with metaplastic changes; negative for endometritis, polyp, hyperplasia, or carcinoma myometrium: leiomyoma cervix: negative for dysplasia serosa: no pathologic diagnosis right fallopian tube: medical device, compatible with essure coil left fallopian tube: medical device, compatible with essure coil specimen submitted: essure coils, cervix, uterus, bilateral tubes diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and salpingectomy uterus endometrium: inactive endometrium with metaplastic changes; negative for endometritis, polyp, hyperplasia, or carcinoma myometrium: leiomyoma cervix: negative for dysplasia serosa: no pathologic diagnosis right fallopian tube: medical device, compatible with essure coil left fallopian tube: medical device, compatible with essure coil quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, device breakage event added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3042 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure coils embedded in left broad ligament and misosalpinx") and fallopian tube perforation ("essure coils embedded in left broad ligament and misosalpinx") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of painful periods, heavy periods, migraine, insomnia, respiratory distress, hives, endometriosis, parity 4 and multi gravida. Previously administered products included: oral contraceptive nos. The patient had a family history of prostate cancer (mother, grandmother), diabetes and hypertension (grandmother). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3063 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen submitted: essure coils, cervix, uterus, bilateral tubes. Diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and salpingectomy uterus. Endometrium: inactive endometrium with metaplastic changes; negative for endometritis, polyp, hyperplasia, or carcinoma. Myometrium: leiomyoma. Cervix: negative for dysplasia. Serosa: no pathologic diagnosis. Right fallopian tube: medical device, compatible with essure coil. Left fallopian tube: medical device, compatible with essure coil. Specimen submitted: essure coils, cervix, uterus, bilateral tubes. Diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and salpingectomy. Uterus endometrium: inactive endometrium with metaplastic changes; negative for endometritis, polyp, hyperplasia, or carcinoma myometrium: leiomyoma. Cervix: negative for dysplasia. Serosa: no pathologic diagnosis. Right fallopian tube: medical device, compatible with essure coil. Left fallopian tube: medical device, compatible with essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Events, device embedded, device expulsion & device breakage are added. Medical history, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3042 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.